Event description:
The customer reported that while identifying an antibody screening plate on summit barcode ka4023 was read as ka4&2q. No error was generated by the summit. No death or serious injury was associated with this incident.